Manufacturer narrative:
The complaint meter and strips were returned with broken strip bottle cap, and I-sens performed a specific investigation to analyze the cause of inaccurate reading. According to the result of pre-investigation conducted by (B)(4), the returned strips were disassembled to check whether the sufficient amount of enzyme had been dispensed. As a result of disassembling the returned strips, it found out that there was traces of enzyme dispensed but it seemed to be melted by inflow of foreign liquid substance from outside. As we reviewed the device history record of complaint lot, it has been confirmed that the enzyme was properly dispensed to all row of test strips and they passed vision inspection. Thus, it is assumed that the customer accidentally dropped the test strips when he/she twisted and opened the strip bottle cap so the test strips were contaminated by foreign liquid substance since the returned strip bottle cap had a broken hinge.

Event description:
Caller indicated the relion premier voice meter was giving variable readings. He has only had the meter since the beginning of june, and has only used three times. He said that he was getting inaccurate readings. He said that he was getting different readings when he was doing his tests at home. Customer refused to do any troubleshooting. Customer wants a different meter. Advised to try the premier blu meter. Sent return label to customer to send products back for testing.